Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery anatomy issue was most likely patient condition related; the pump could not pass the aortic arch due to abnormal anatomy as per the clinical description provided. Impella 5.5 with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. In instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The complainant reported a patient of unknown race/ethnicity in post cardiotomy cardiogenic shock / low cardiac output syndrome was attempted to be implanted with an impella 5.5 for mechanical circulatory support. During implantation, the pump could not pass the aortic arch due to the patient's abnormal anatomy. After several unsuccessful attempts, the case was aborted. There was no reported patient harm.